Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up procedure, the right ventricular (rv) lead shock impedance measurement was greater than 125 ohms on the triad configuration. It was noted the patient had undergone a device replacement procedure a few months prior and all measurements were appropriate. The manual measurements were repeated several times with the patient in different positions and with different power sockets. No other electrical devices were connected to or close to the patient. The electrogram signals remained clear, even with pocket manipulation. Testing was performed with alternative configurations, distal coil to proximal can measurements were around 115 ohms and distal coil to can were 80 ohms. As a result, the shock vector was reprogrammed to single coil configuration distal to can. The patient will be followed appropriately. No adverse patient effects were reported.